Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be use issue due patient movement because of the turning episodes. Patient had frequent bouts of diarrhea which necessitated frequent turns to change linens and after one turning episode the patient had a persistent capillary ooze. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was implated with an impella cp device to provide mechanical circulatory support. While the impella cp was in operation, the patient exhibited persistent capillary ooze, which proved challenging to manage. By the following morning, the patient's hemoglobin levels had decreased, and the treatment team was unable to identify a solution to address the bleeding; consequently, they opted to remove the pump and administer packed red blood cells to the patient. The purge fluid was altered to d5 with bicarbonate, and an echocardiogram was conducted, confirming that the pump was positioned correctly. The pump was extracted with manual assistance, utilizing femstop support.